Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the maestro med fixed duraguard was overheating. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event. After return to the manufacturing facility, it was reported during service inspection that the foot of the duraguard is bent.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the maestro med fixed duraguard was overheating. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event. After return to the manufacturing facility, it was reported during service inspection that the foot of the duraguard is bent.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported event, heat at the collar, was duplicated. Also during evaluation, a bent foot was observed. Based on the risk documentation a bent foot guard can occur when excessive side load is applied to the feature. During visual inspection disassembly corrosion and debris affecting the bearings was observed. Corrosion and debris affecting the bearings can cause or contribute to heat. As a result of our labeling review and trending analysis corrosion and debris can be from normal wear of the device; however cleaning practices can contribute. Device was placed in parts retention.